Manufacturer narrative:
(B) (4). (B) (4).

Event description:
Procedure type: lar. According to the reporter: the 1st and 2nd clipping could not be done properly. On 3rd clipping, oozing under 200cc occurred. Additional manual suturing was done. Operating room time was extended more than 30 minutes. No patient information available.